Event description:
The patient reported high results on the meter that made her make wrong health decisions leading to a serious injury and hospitalization. The customer woke up at 5:00 am, tested her blood sugar, and got a reading of 40 mg/dl. She ate breakfast at 6:00 am. At 10:00 am, the customer had a snack, tested at 10:15 am, and got a reading of 159 mg/dl. The customer took insulin to bring her blood sugar down due to reading being higher. She went to the urgent care clinic due to readings being abnormal. The nurse at the clinic tested the customer's blood glucose level at 11:45 am and got a reading of 60 mg/dl. The customer drank apple juice. Her blood glucose level was tested again after drinking apple juice. The customer¿s meter read 108 mg/dl, and the clinic¿s meter read 60 mg/dl. It is unclear if these readings were taken within 15 minutes of each other. Sometime after 12:00 pm, customer checked her blood sugar on her meter and got a reading of 42 mg/dl. Therefore, she ate chicken strips, french fries, and soda in order to bring up her blood sugar based on the reading of 42 mg/dl. Some time later on, no exact time was mentioned, the customer tested again and got a reading of 99 mg/dl. This time the reading appeared to be low for the customer. She called doctor, and was advised to go to the hospital. The customer arrived at hospital at 4:00 pm on( B)(6) 2020 and was kept in the hospital for 4 days.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.